Event description:
The customer reported a leak occurred on an outpatient who was undergoing a CT of the chest, abdomen, and pelvis. The patient had a 22 guage IV in their right antecubital. The exact site of leakage, and if the leak occured during flushing or power injection is unknown. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak occurred on an outpatient. The patient's IV site was "right a.".